Manufacturer narrative:
The customer provided clarification on april 25, 2017 regarding the sample ids and test results for the two patients. This new information has been entered.

Event description:
(B)(6).

Manufacturer narrative:
Historical complaint data was reviewed to determine whether other customers have experienced the complaint issue. This review showed no adverse trend for the product over the last 12 months and normal complaint activity for the product lot. No patient sample was available for return; therefore clinical specificity testing of calibrator a replicates, which is a plasma based sample, was performed using in-house retained kits stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect ausab results for two patients. Sid (B)(6): initial (B)(6) reran in duplicate (B)(6) (grayzone). Sid (B)(6): initial (B)(6) reran in duplicate (B)(6). No adverse impact to patient management was reported.